Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when removing a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) for use in a vertebral artery stenting procedure, the stent and balloon were separated. The device was not used, and a non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the device from the packaging. The device was returned for evaluation. A non-sterile ¿blue/aviator plus 4x12/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from its packaging for product evaluation. Upon inspection, the balloon was partially inflated and filled with a brown liquid. The stent was not mounted in its manufacturing position over the balloon and not returned with the device. No damages or anomalies were observed on the returned unit. The balloon was already inflated before its arrival to the analysis lab. This initial visual evaluation led to the conclusion that the stent had already expanded from its manufacturing crimp position. A functional inflation/deflation analysis was conducted to identify any anomalies related to the reported event. During this analysis, no anomalies were found, and the inflated balloon was successfully deflated. The balloon area was inspected using a vision system to obtain an amplified image, and no conditions or damages related to the reported event were identified. The presence of the crimping struts related to the stent mounting was confirmed, and it was concluded that no anomalies were observed during this analysis. The reported ¿stent loose crimp¿ was not confirmed during analysis of the returned device. The stent was not returned for analysis; additionally, the device was received with the balloon partially inflated indicating the balloon was inflated and the stent was deployed. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information available for review the exact cause of the reported events cannot be conclusively determined. It is likely procedural factors and handling of the device during preparation contributed to the events reported. The cordis palmaz® blue® .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device have not been demonstrated for use in the vertebral artery. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) for use in a vertebral artery stenting procedure, the stent and balloon were separated. The device was not used, and a non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the device from the packaging. The device will be returned for evaluation.